Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section a1 for patient information and b7 for other relevent history to include ni for no information available. Updated b4 for report submission date and b6 to report device evaluation results. Updated d10 for device return date, g1-g2 for follow-up report submitter, g4 for awareness date and g7 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 method, result and conclusion codes.

Manufacturer narrative:
Exemption # e2012017, report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), during post operative check it was observed that patient experienced loss or failure of implant to integrate.